Event description:
The customer's mother reported a frozen screen on the insulin pump. The customer was away at camp at the time of the call. The mother requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.